Event description:
I started with back pain when I woke up. After ibuprofen and time moving around it would ease. Now I'm taking norco and skelaxin on top of ibuprofen to try to control what has become constant sometimes unbearable pain. I have cramps in my calf muscles. I have gained 20 pounds. I am tired all the time and have zero sex drive. (B)(4).